Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Visual examination of the device revealed a leak in the balloon material located 20 millimeters from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. The exact cause of the tear could not be determined. The catheter also exhibited a hypotube fracture located 65.3 centimeters distal to the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its' fracture. The cause of the original kink or the subsequent fracture could not be determined. The shop floor paperwork for batch 7072055 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications.

Event description:
Same case as manufacturer's report #6000093-2005-00025. It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured at 12 atms on the fifth inflation. (The number of atms reached on the initial two inflations was up to 12 atms each.) The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a universal guidewire and a rancher guide catheter to cross the lesion. Following successful rotablator intervention, the physician delivered two cypher stents to the lesion site. The quantum maverick monorail balloons were being used to dilate the overlapping portion of the two stents. The quantum maverick monorail balloons were removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.